Event description:
Caller states that a pt called today reporting that the inner cannula and obturator are to long for the trach tube. There was no pt farm resulting from this issue.

Manufacturer narrative:
(B)(4). Conclusion not yet available, sample analysis is in process.